Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 at 9:00 am and on (B)(6) 2019 at 2:15 pm due to a high blood glucose of 320 mg/dl and an unknown blood glucose. The customer experienced symptoms related to high blood glucose such as diabetic ketoacidosis in both cases. The customer was wearing the insulin pump at the time of admission. The customer stated that before the first hospitalization they had a low blood glucose of 59 mg/dl that was treated with glucagon as well as a virus. At the hospital he was treated with fluid and removed insulin pump. Troubleshooting for high blood glucose was provided. The insulin pump will not be returned for analysis.